Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer found no issue. The field service engineer test drawer half height removed from test station and new half height will be ordered to site. Medstation found no issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had main drawer 3.1 left side bearing failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.